Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 300, 250, 101, and 102 mg/dl. Tests were done 10 mins with a difference of 55%. Pt did not experience any adverse events. Samples for tests 2 and 3 were from same fingerstick. Insulin taken based on the 300 result. No further info has been reported.